Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 356 mg/dl and 400 mg/dl at the time of the call. The customer explained she had manually inserted the infusion set, and she removed it due to her blood glucose rising and found the cannula was bent. Troubleshooting was declined. The insulin pump will not be returned for analysis.